Event description:
On 30/jan/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they experienced peritonitis following multiple cassette leaks during pd therapy. There was an inferred allegation this adverse event was related to the performance of the liberty cycler set in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 26/jan/2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 26/jan/2024 presented with staphylococcus epidermidis in the culture and a wbc count of 53/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient experienced multiple leaks from multiple cassettes leading up to this event; however, the outpatient clinic suspected the patient was using the wrong technique when inserting his cassette into his cycler to include not seating the cassette all the way down before closing the door or inserting the cassette too hard and too far down into the cycler. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while on antibiotic therapy as they remain asymptomatic. It was confirmed the patient¿s peritonitis was more than likely not due to a deficiency or malfunction of any fresenius product(s) or device(s), rather it was based on the patient¿s technique in inserting his cassette while not maintaining aseptic technique. The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.